Event description:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd solis vip 2120 pump. The complaint of cassette not attached alarm could not be verified during testing or duplicated. Event log revealed alarm message multiply times. The physical condition of the pump was noted to have contamination by the dso seal. Therefore, preventative action was taken to replace the dso sensor. Device once serviced passed all functional testing and ready for service.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a "cassette not attached" alarm. The issue did not occur when the pump was in use with a patient.